Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a missing sensor wire occurred. The patient stated they were at a doctor visit on (B)(6) 2018 and upon removal of the sensor, they noticed the sensor wire was missing. It was indicated that the diabetes consultant checked if the sensor wire was under the patient's skin; however, there was no wire found. At the time of contact, the patient was doing okay. No additional patient or event information is available. No product was provided for evaluation. The complaint confirmation was unable to be determined. A root cause could not be determined.